Event description:
It was reported that during a routine device change out, insulation damage was noted on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. It was noted the outer insulation of the lead was extrinsically breached due to melting and a tear but not breached and the overlay tubing of the lead was extrinsically breached due to melting but not breached. Visual summary analysis of the lead indicated apparent explant damage and the lead was returned severely stretched, with severe explant damage including extrinsic damage to the overly tubing and outer insulation. Locations could not be determined due to the lead returned in several pieces and severe explant damage. An in-vivo insulation breach was not observed during analysis. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.